Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2012 to report that upon removal of sensor on (B)(6) 2012 due to sensor error, the wire on the underside of sensor pod appeared shorter than normal. At the time of her call to technical support, patient's mother reported that patient is in fine condition and there is no indication of any portion of the wire at the insertion site. Patient experienced no discomfort, and no medical intervention was required.

Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.